Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, the left ventricular lead exhibited high thresholds. The device was reprogrammed and no further investigation was performed. The patient was asymptomatic. On (B)(6) 2016 the lead was repositioned due to dislodgement. The patient was in stable condition post procedure.